Event description:
It was reported that during set up the pin broke inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement, no delay and no adverse consequences as a result of this event.

Manufacturer narrative:
Correction: d4; the returned device was identified as a depuy synthes: 309.530 extraction screw. This device is not manufactured by stryker. H6: the quality investigation is complete.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during set up the pin broke inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement, no delay and no adverse consequences as a result of this event.